Event description:
Consumer reports drainage and swelling at the port site one year post op adjustable gastric band procedure. Cultures were taken, and negative for infection as there was no growth. The pt states that he continues to have drainage at the port site that is a reddish/orange color and swelling. The pt stated that no wound care was prescribed by his physician, and he is applying neosporin and tegaderm to the site. The pt feels that his adjustments/fills were done under a less than ideal sterile condition and thinks this is the reason for his current condition.

Manufacturer narrative:
Date sent: 10/2/2009. Info is unavailable; device was not returned for eval.